Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex embolization device felt resistance in the phenom catheter and pipeline pierced/punctured the hub and is partially deployed outside of the microcatheter inner lumen. The phenom catheter broke at the proximal part. It was confirmed that the phenom catheter broke near the hub and the pipeline came out from the broken location. The issue was caused by resistance from the catheter. The patient underwent embolization treatment for an unruptured saccular aneurysm located in right internal carotid artery. It was reported that upon delivery of the ped into the phenom microcatheter the implanter felt mild resistance, nothing that hasn't been felt in previous cases. He continued to push when he realized that the ped had pierced the phenom and was being deployed outside of the inner lumen of the mc. He then removed the entire mc and ped delivery system and set aside for return to medtronic. A new ped (425-16) chosen along with a new phenom27 and case resumed without incident. There were not any patient symptoms or complications associated with this event. Yes, dapt (dual antiplatelet treatment) was administered. No images available for review. The pipeline and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. Yes, the catheter flushed continuously with heparinized saline. The pushwire was not damaged.